Event description:
The customer contacted stryker to report that their device failed to deliver a shock. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive.

Manufacturer narrative:
Sections a and b have been updated. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker did not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Section e has been updated. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A clinical review was completed and no conclusion can be made regarding the contribution of the event on the patient's outcome due to insufficient information. No pco file was provided to determine if the patient was in a shockable rhythm at the time of the incident. A third party service agent evaluated the customer's device and was not able to duplicate the reported issue. The third party service agent tried to update the device's software, but was unsuccessful. Upon inspection, the third party service agent observed that the device had logged an event code in its memory which is related to a device lock up. The device was return to the stryker european medical service center for further evaluation. It was found that the device was not recognising the power supply pcb, most likely because of the unsuccessful sotware update. After the software update, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient associated with the reported event did not survive.

Manufacturer narrative:
The electronic records of the device were analyzed and no event data was found for the day of alleged event. The cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device failed to deliver a shock. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.